Event description:
It was reported that the cdh29 was used during a low anterior resection. It was reported by the affiliate that when the nurse unpacked the instrument, the device had already been fired. Some staples were still there but most were gone. A new cdh29 was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50895. Ees #.982225/a. D6: info not available, device not returned for analysis. Proximate* I l s intraluminal stapler: while co was unable to analyze the instrument utilized in the reported event as the instrument was not returned to co, co has documented the circumstances as they were reported to us.